Manufacturer narrative:
An event regarding altr involving an unknown accolade stem and unknown head was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: could not be performed as clinical documentation is required to complete a medical review. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, device return, patient notes and clinical documentation are required to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
A (B)(6) female presented to the on-call trauma service following a low energy fall onto her right thr. The background indicated that the patient had undergone staged bilateral thr's for osteoarthritis. The right hip was replaced in 2010 with a 36mm cocr on polyethylene accolade-trident thr. The right thr had been intermittently painful for which she had received physiotherapy with little improvement. The patient did not have any significant medical co-morbidities. Date of the revision is unknown.

Manufacturer narrative:
The device was reported as an unknown 36mm cocr head. The catalog number and lot code were not provided. The investigation completed on september 18, 2015 revealed that the draft of the study notated that during the patient's revision, a large metal-stained fluid collection, significant muscle and bone loss and trunnionosis was found. The device was not returned for analysis. No clinical documentation was provided to complete a medical review. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
A (B)(6) female presented to the on-call trauma service following a low energy fall onto her right thr. The background indicated that the patient had undergone staged bilateral thr's for osteoarthritis. The right hip was replaced in 2010 with a 36mm cocr on polyethylene accolade-trident thr. The right thr had been intermittently painful for which she had received physiotherapy with little improvement. The patient did not have any significant medical co-morbidities. Date of the revision is unknown.